Manufacturer narrative:
The event date is unknown. It is unknown whether the product has been reprocessed or resterilized. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4) - decreased therapeutic effect. The complainant indicated that the device will not be returned for evaluation;therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that on (B) (6) 2009 an 80cm two port through the peg jejunal feeding tube (j-tube) was placed for the purposes of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure, the patient experienced the following problems; dislocation of the tube, decreased therapeutic effects and tube kinks. The device was replaced with another 80cm two port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that on (B)(6),2009 an 80cm two port through the peg jejunal feeding tube (j-tube) was placed for the purposes of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure, the patient experienced the following problems; dislocation of the tube, decreased therapeutic effects and tube kinks. The device was replaced with another 80cm two port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient's exact date of birth is unknown however born in the year of (B)(6). (B)(4).